Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The cause of the reported failure is an internal manufacturing process issue addressed in a CAPA. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery the needle got detached from the suture. The tendon was completed with a free needle. There was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used. It was not necessary to switch the surgical technique or do a second surgery.